Event description:
Healthcare professional reported right side capsular contracture baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side suspected rupture. Healthcare professional reported capsular contracture baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported suspected rupture. The device remains implanted. This record relates to the right side.

Event description:
Physician reported rupture and capsular contracture baker grade ii. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.